Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the rotor plug was missing. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the rotor plug was missing. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.